Manufacturer narrative:
Reported event: an regarding instability and wear involving an unknown triathlon insert were reported. The events were confirmed based on clinician review. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photograph shows an explanted insert. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Severely worn were noticed on the insert edge. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient underwent a primary triathlon cruciate retaining total knee arthroplasty since I was able to see an x-ray with the implant in place. I can also confirm that there were signs on follow up x-rays consistent with instability and poly wear of the knee. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of instability 11 years following the index total knee arthroplasty are multifactorial, however in this case it appears to be directly related to a "stumble." Surgical technique factors, patient factors can also be considered. In this case it appears that the posterior cruciate ligament was ruptured after trauma causing instability in the knee. Late rupture of the posterior cruciate ligament can also occur if inadequate release or over release of the pcl was carried out at the time of the index surgery. As for the wear of the polyethylene, once the knee is unstable abnormal stress can be placed on the polyethylene causing breakdown. Oxidation is mentioned but this can only be determined by submitting the insert to stryker engineers for analysis. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the insert was revised. A review of the provided medical records by a clinical consultant indicated that "there were signs on follow up x-rays consistent with instability and poly wear of the knee". "The root cause of this event cannot be determined with certainty. The causes of instability 11 years following the index total knee arthroplasty are multifactorial, however in this case it appears to be directly related to a "stumble." Surgical technique factors, patient factors can also be considered. In this case it appears that the posterior cruciate ligament was ruptured after trauma causing instability in the knee. Late rupture of the posterior cruciate ligament can also occur if inadequate release or over release of the pcl was carried out at the time of the index surgery. As for the wear of the polyethylene, once the knee is unstable abnormal stress can be placed on the polyethylene causing breakdown. Oxidation is mentioned but this can only be determined by submitting the insert to stryker engineers for analysis." The exact cause of the event could not be determined because insufficient information was provided. Additional information including device identification, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.

Event description:
As reported: triathlon cemented tka ma alignment (B)(6) 2009. 2020 slight stumble and knee felt unstable. Didn't want surgery. 2025 finished work wants knee stable. As x-3 oxidises is risks fracture if edge loads or pressure on the lip. Insert was removed. Right knee.